Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room after hearing an audible alert. Interrogation showed a left ventricular (lv)tip to right ventricular (rv)coil warning for high and undefined impedance on the left ventricular lead. The lv lead remains in use. There was also a lead alert warning for high and undefined impedance on both the rv and the superior vena cava (svc) coil of the right ventricular lead. The rv coil was found to be fractured. During the procedure to replace the right ventricular lead, a new lead was attempted but couldn't pass the svc coil junction due to patient anatomy. The lead was not implanted. The rv coil and the svc coil were then switched in the header since only the rv coil was fractured. The rv lead remains in use. No patient complications have been reported as a result of this event.